Event description:
Procedure type: unk. According to the reporter: the outer silicone coating of the device reportedly became delaminated while the balloon was filled with air. The sample is being sent for eval. No pt injury was reported.